Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: potential factors that can influence a pop-out/dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels, compliance of the native anatomy, and user technique. Potential factors that can influence inaccurate delivery include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of native anatomy as well as procedural complications, and tension applied on the delivery catheter system (dcs) during positioning. Without return of the product and with the limited information available, a root cause could not be determined. However, this event does not allege a device malfunction occurred. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a previous implanted transcatheter bioprosthetic valve, the valve dislodged and was left implanted in the ascending aorta. Subsequently, a smaller transcatheter bioprosthetic valve was successfully implanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.